Event description:
The duett was deployed following a diagnostic procedure in the common femoral artery. The device was returned to vsi after the operator experienced a leak. Upon device examination by vsi, a pin-sized hole was found in the sealing balloon along with a breakage in the core wire inside the sealing balloon. No injury or adverse event resulted from this incident.